Event description:
After an implantation period of approximately 156 months it was reported that the lead was capped due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.